Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 900 mg/dl. The customer also reported she had the stomach flu and was under stress. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.